Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pacemaker firmware upgrade, device went into bvvi mode. During device download process, a communication lost message was noted. Wand was placed at different location and device download was performed successfully. Device was restored to nominal setting and upgrade was not re-attempted. Patient was asymptomatic.